Event description:
Customer reported testing with the freestyle meter getting a result of 228 mg/dl. Paramedics transported the customer to the emergency room. There, customer's glucose was measured at 50 mg/dl. Customer reported that the freestyle test and the lab test were taken within 15 minutes. Dextrose was administered to the customer.